Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 25 months post implant of a bifurcated and a suprarenal extension, a follow up computed tomography scan identified an endoleak between the aortic extension and the bifurcated device. Reportedly, the patient was scheduled for an endoleak repair, but expired two days before scheduled procedure date ((B)(6) 2014) due to health complications.

Manufacturer narrative:
The device was not returned for evaluation therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: the patient has many risk factors for aneurysmal disease progression, which might have contributed to this event. Product placement and patient candidacy appeared to be appropriate, although there was a severe anterior/posterior angle of the aortic neck that was estimated near 60 degrees. There was evidence to support an endoleak , which might have been caused by a partial stent collapse. A death was substantiated but the cause was not stated. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported endoleak could not be determined; however, patient's aneurysmal disease progression is a possible factor.